Event description:
It was reported that the patient's left knee was revised due to possible infection. A 5x10 cs insert was exchanged. Rep confirmed that no further information is available due to hospital policy.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon symmetric x3 patella; cat # 5550-g-298-e; lot # 63er, triathlon p/a cr beaded #4l; cat # 5517f401; lot # rec7n, tritanium bplate triathlon s5; cat # 5536b500; lot # ctd85921. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.